Event description:
It was reported that there was an alert for high impedance on the atrial lead. The lead also had a possible fracture. The device was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.